Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(6), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient had a lead revision on 2014-(B)(6)where the physician moved the lead more to the right to get better coverage of the patient¿s pain (low back, bilateral legs to feet). The patient was very happy with the outcome and reported a 75% reduction in pain. The manufacturer representative (rep) saw the patient in the office on (B)(6) for a reprogramming of the device. The patient was reportedly very happy with her stimulation and reported more than 50% reduction in pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a second surgery to move the lead on (B)(6) 2014, ¿on week 4.¿ it was stated that ¿no matter where the manufacturer¿s representative set everything the patient was not getting any stimulation on her right side¿, which the patient stated was her ¿bad side.¿ it was reported that they had to go in and move the lead 3 cm.